Event description:
The therapist loaded a 4 field prescription, treated and filmed the 1st field. He then skipped to the 4th field and asu'ed. The gantry went to 4th field position, but the field size loaded was from the 2nd field. They were not able to treat the incorrect field sizes due to the gantry position being out of tolerance relative to the field size.